Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible background test alarm before infusion. No adverse effects were reported.